Event description:
The pt was being fed using a pump. 800ml of a reconstituted, powdered infant formula were hung, and the pump was set to deliver 75ml/hr. 200ml were delivered in 40 minutes. Following the event, the pt tried to vomit, but couldn't. There was no illness, injury or medical intervention resulting from the event. One pt involved.